Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited undersensing and no sensing. On (B)(6) 2018 the lead was capped. During implantation of the replacement lead, the lead exhibited sub-optimal sensing values after multiple positioning attempts. The physician suspected that they might have damaged the inner lumen of the lead. The lead was replaced. Patient was stable.